Manufacturer narrative:
The initial reported event of fracture with inappropriate shocks was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received several inappropriate shocks for oversensing due to noise. The ventricular lead also had high impedance and a suspected fracture. It was further alleged by an attorney that lead went bad and the patient suffered a number of significant shocks which on several occasions knocked the patient off their feet, and also that the patient has incurred significant pain and discomfort as a result of having to have the device replaced. The lead was removed and replaced. No patient complications were reported as a result of this event.